Manufacturer narrative:
Additional information: section a-3b patient gender: male. Section b-3: date of event: unknown/asked information was not provided. The best estimation is between (B)(6) 2024 and (B)(6) 2025 (iol implant and explant dates). Section h-3 device evaluated by manufacturer: the complaint device was not returned for evaluation as it was discarded. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. Attempts were made to contact the customer account requesting additional information regarding complaint however, to date no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The drn00v model intraocular lens (iol) was implanted in the patient¿s ocular sinister (left eye). Due to complaints of patient not adjusting to the multifocal lens, the iol was explanted in a secondary surgical procedure and replaced with a dib00 19.5 diopter iol. There was no incision enlargement, no patient injury, no suture(s), and no vitrectomy during the lens exchange procedure. Patient status post lens exchange was reported as patient tolerated the procedure well. The suspect iol is not available for return as it was discarded. No further information is available.